Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report her purely yours breast pump sparked when she plugged the ac adapter into the wall socket at work. She was frightened but not harmed. Customer states the pump functioned normally after this event. Customer has not observed anything wrong with the adapter and it remains intact.